Event description:
It was reported that, "the suction button stuck in the activated position. A staple that had placed in the surgical site was sucked up and needed to be replaced." No patient injury was reported. The procedure was not altered and the surgical time was not extended.

Manufacturer narrative:
The actual device was returned and evaluated by the quality engineer. It was observed that the suction button was stuck in the down position. This caused the suction function to remain active at all times. All of these devices are 100% tested as the final inspection/testing prior to packaging. Review of the device history record shows that this device passed the final inspection. This indicated that the button was functional when the device was manufactured. It appears to have become stuck in the down position after initial use by the surgeon. Due to the design of the device, we do not feel it could have dislodged the staple. There are relief ports on the sides of nearly all cannulas to prevent excessive suction from developing. We do not know what or whose cannula they were using at the time of the reported incident. We believe a sweeping motion with the tip of the cannula may have dislodged the staple, and then it was sucked up by the suction action. A CAPA has been initiated to determine root cause of the button becoming stuck in the active position and to determine if corrective actions need to be taken. We consider this complaint to be closed.